Event description:
It was reported that this right ventricular (rv) lead recorded high out of range shock impedance measurements. Technical services (ts) was consulted and recommended to increase the alert trigger to 150 ohms. No adverse patient effects were reported. This rv lead remains in service.